Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm and unresponsive buttons due to corroded keypad traces. There was no moisture damage on the motor assembly or electronic assembly. The pump had cracked case on the lcd display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error and the customer was unable to clear it. The customer's blood glucose was 185 mg/dl at the time of incident. The customer stated that her nephew slept with her and had an accident. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.